Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. The field report of perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. A new rv lead with a different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. A new rv lead with a different model was implanted. No additional adverse patient effects were reported.